Event description:
Caller reported encountering a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms, and as a resolution, they arranged to send a replacement pump with updated software. Caller was advised to return the malfunctioning pump using the provided return box and pre-paid label within 10 days to avoid charges. They were also instructed on how to store and program the replacement pump, as well as how to connect their continuous glucose monitor, which they understood and acknowledged. Customer will continue to use current pump.